Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Review of procedural videos/imagery/photographs were performed, and the following was observed: ¿ 3mensio imagery reveals calcification and tortuosity in patient anatomy. Access vessel mld is 5.5mm on the right side, and 5.6mm on the left side. ¿ photograph of complaint device post procedure shows flex shaft of delivery system kinked. ¿ cine imagery reveals kinked flex shaft while tracking the descending aorta (thv aligned on delivery system inflation balloon). Kink coincides with tortuous section of descending aorta. ¿ cine imagery reveals bent valve strut (outflow apice) interacting with esheath tip during retrieval of valve. DHR review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review did not reveal any other similar complaints. A review of complaint history on confirmed device complaints (returned and no product returned) from november 2019 ¿ october 2020 revealed other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the device preparation training manual, delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. Note: in expectation of high friction, use short movements. Tracking over aortic arch: do not overflex while tracking over aortic arch. To prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel. Ensure the edwards logo faces upward throughout flexing and tracking. Note: the flex indicator may be used as a reference to assess degree of articulation in the delivery system throughout the procedure. Thv retrieval through sheath: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: retrievability is based on preclinical testing. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The complaints were confirmed by the provided imagery. However, due to the unavailability of the delivery system, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the manufacturing mitigations supported that the commander delivery system has proper inspections in place to detect issues related to the reported event, and no labeling/IFU/training inadequacies were identified. Per the complaint report, the commander delivery system kinked while tracking up the descending aorta. The presence of calcification and tortuosity in the patient¿s access vessel and descending aorta can create a difficult tracking pathway. It is possible that excessive push force and device manipulation (if present) used to troubleshoot the tracking difficulty in tortuous anatomy, may have led to kinking of the delivery system. Per the report and provided imagery, the valve strut protruded and stuck to the esheath tip during retrieval. It is possible the damaged strut altered the profile of the valve, becoming more susceptible to catching onto other surfaces. The altered profile of the valve, combined with non-coaxial retrieval due to vessel tortuosity, may result in the thv getting caught on the sheath tip, preventing retrieval of the valve through the sheath. Available information suggests that patient factors (calcification/tortuosity) and procedural factors (excessive device manipulation/bent valve strut/non-coaxial withdrawal) may have contributed to the reported events; however, a definite root cause cannot be determined at this time. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. In this case, the valve was deployed in the descending aorta due to the valve not being able to be withdrawn into the sheath. The complaint for ¿delivery system ¿ kinked, bent¿ was confirmed. Without a returned device, presence of manufacturing non-conformance was unable to be determined. Available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation) likely contributed to the reported event. Since no product non-conformances or IFU/training inadequacies were identified, no corrective/preventative actions or risk assessment is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for ¿delivery system ¿ tracking difficulty¿ was confirmed. Without a returned device, presence of manufacturing non-conformance was unable to be determined. Available information suggests that patient factors (tortuosity/calcification) likely contributed to the reported event. Since no product non-conformances or IFU/training inadequacies were identified, no corrective/preventative actions or risk assessment is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was confirmed. Without a returned device, presence of manufacturing non-conformance was unable to be determined. Available information suggests that patient factors (tortuosity) and/or procedural factors (bent valve strut/non-coaxial withdrawal) likely contributed to the reported event. Since no product non-conformances or IFU/training inadequacies were identified, no corrective/preventative actions or risk assessment a is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 valve in the aortic position, the commander delivery system kinked while tracking up the descending aorta. During withdrawal of the valve and delivery system through the esheath, the valve strut protruded and stuck to the esheath tip during retrieval. The valve was deployed in the descending aorta. No vascular injury occurred.